Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient experienced severe pain, discomfort, and difficulty ambulating. Doi: (B)(6) 2008 - dor: none reported (left hip). Doi:(B)(6) 2009 - dor: none reported (right hip). Patient is a resident (B)(6). Update** 11/30/2012 - medical records were received. Part/lot information was identified with invoice search. There is no new information that would change the outcome of the MDR decision. Records are available on external hard drive if needed for further review. Doi: (B)(6) 2008 (left). Update ad 29 jun 2018: (B)(4) has been reopened under (B)(4) due to receipt of ppf and sticker sheets record. In addition to previous allegations, ppf alleges elevated metal ions. Added stem due to alleged elevated metal ions. Added lawyer, patient harm and expiration date. Updated patient identifier. Doi: (B)(6) 2008- dor: none reported (left hip). Patient is bilateral. Please see (B)(6) 2008 for the right hip.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient experienced severe pain, discomfort, and difficulty ambulating. Doi: (B)(6) 2008. Dor: none reported, (left hip). In addition to previous allegations, ppf alleges elevated metal ions. A doi: (B)(6) 2008. Dor: none reported, (left hip).

Manufacturer narrative:
(B)(4) used to capture the surgical intervention." No surgical intervention occurred.